Manufacturer narrative:
Additional information: b5, e1(prefix, first name, last name, street 1, street 2, city, postal code and phone number), e3, g2, g3, h6 d10 concomitant product: unknown pencil, unknown pencil (lot#unknown); unknown pad, unknown pad (lot#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during procedure, the unit's monopolar receptacle was damaged and the handpiece caused a first degree burn to the patient.

Event description:
According to the reporter, during procedure, the handpiece caused a first degree burn to the patient.

Manufacturer narrative:
Additional information: b3, b5, g3, h6 (ime). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the monopolar 1 receptacle was damaged. Functional testing found that the monopolar 1 receptacle was damaged. The unit terminates start-up self test, a software update is performed, and performance test. Verification of high frequency current leakage in: unipolar 1, unipolar 2, bipolar ligasure/bipolar port. Verification of patient high-frequency current leaks in: monopolar 1 and monopolar 2. It was reported that there was monopolar port issue. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. It was also reported that the handpiece caused a first degree burn to the patient. The reported issue could not be confirmed. The most likely cause could not be established from the information available. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the unit burned the patient.